Event description:
It was reported that the customer experienced a malfunction with their pump, which displayed the error code 16-0x20e6. There was no reported impact on the customer's blood glucose level. The customer arranged to return the malfunctioning pump for further examination, and a replacement pump was provided.